Event description:
It was reported that shaft break occurred. The target lesion was located in a dialysis graft in the upper extremity . An sv/6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, post-dilatation, it was noted that the shaft broke on a portion outside of the patient's body. Dilation was finished at that point, so the device was removed from the patient. No patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6). 2019 as event date since the correct date was not provided. Device evaluated by MFR: the device was received in two sections as a result of a complete break of the shaft. The distal balloon section of the device was received still loaded on to the customer's guidewire and gripped in a pair of forceps. Visual and tactile examination found a complete break of the shaft located at the proximal balloon bond of the device. A kink on the shaft of the device was also noted located approximately 480mm distal of the strain relief. Visual examination of the returned device identified that the balloon had been inflated. The balloon material was found to be severely bunched. Visual and microscopic examination found damage to the tip. Visual and microscopic examination found no issue with the markerbands that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a dialysis graft in the upper extremity. An sv/6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, post-dilatation, it was noted that the shaft broke on a portion outside of the patient's body. Dilation was finished at that point, so the device was removed from the patient. No patient complications were reported.